Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was bilateral inguinal hernias and postoperative diagnosis was bilateral indirect inguinal hernias ­­­­­­­­­the procedure performed was repair bilateral inguinal hernias with mesh graft. The patient has had a surgical revision, recurrence, chronic pain, infection and intestinal blockages.